Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. No battery out limit alarm during test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and battery out limit alarm. Customer's blood glucose at time of incident was 6mmol/l. The customer was advised to revert to back up until the replacement battery caps arrives. The customer reported via phone call indicating that the insulin pump had expose to fluid. Customer's blood glucose time of incident was 6mmol/l. The customer stated that the type of exposure to the pump is sweat. The customer. The customer stated that he perspires heavily. The customer would like his pump replaced, does not want to wait for a replacement battery cap and it may continue issue with the battery. The customer was advised to revert to a backup plan until the replacement battery cap arrives.